Event description:
When interrogated pre-implant, a pop-up message appeared stating that the battery voltage could not be measured. The device was never implanted. The physician decided to implant a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).